Manufacturer narrative:
The customer did not supply patient demographics such as age, date of birth, sex or weight for the patient in question. A bec field service engineer (fse) was dispatched to assess the instrument's performance. The fse replaced the manifold. The fse replaced the part in order to fix an air leak at the manifold which was leading to incorrect erroneous results being generated. The fse returned the analyser back to the customer performing within specifications in conclusion, replacement of the manifold part by the fse rectified the issue. There is sufficient evidence to reasonably suggest a hardware malfunction of the manifold which caused the erroneous (B)(6) result. Internal reference number: (B)(6).

Event description:
The customer reported obtaining a (B)(6)result for one (1) patient on their access 2 immunoassay system serial number (B)(4). The customer tested the sample four (4) times and generated erratic results. The customer stated the patient sample was re-analyzed on a unicel dxi 800 access immunoassay system (serial number not provided) and the sample was reactive. It is unknown which of the initial four replicate (B)(6) results was reported from the laboratory. There was no report of change to or impact to patient treatment in conjunction with this event. Assay quality control (qc) issues were reported at the time the event occurred. The customer re-ran qc and stated that qc which should be (B)(6). System data check completed on the 10/03/2016 displayed unacceptable results. The patient sample was collected in a gold capped tube 13x75. No sample integrity issue was reported by the customer. The customer centrifuged the sample for five (5) minutes at 24oc (degree centigrade) at an undisclosed speed. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.